Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the inspiratory electronic printed circuit board (pcb) and the solenoid 1. The customer reported to have replaced the inspiratory electronic pcb and performed extended self testing on the device; all tests passed. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator generated an error message that rendered it into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occurred.